Event description:
The olympus field service engineer reported that the wheels are bad and the castors are unpredictable, and no one wants to move the cart. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record could not be performed because the lot number was not provided as the device was not returned in the original packaging. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since the device was not returned, there is insufficient information / evidence to perform a meaningful investigation a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.